Event description:
The patient stated that while at work the screen of her infusion device went blank and the device was making a "buzzing" noise. The patient stated that she was using up her recalled power packs before switching to the corrected power packs that she had been sent. The patient was advised to dispose all recalled power packs and to only use the corrected power packs. The patient did not have a new power pack to insert into her infusion device at the time of the report. Upon follow up the patient stated that she inserted a new power pack and her infusion device is functioning properly. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.